Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One 1500t11-cp cardiac ablation generator was received into the lab for analysis. Visual inspection of the returned rf generator indicated all I/o connectors and labels are free of physical damage. It was also verified that all internal components were secured, and normal wear was detected on the chassis exterior. Ac power was applied to the returned rf generator which briefly displayed the software version of 3.0 prior to completing a successful power on self-test. Default values were then displayed in numerical format that is consistent with this software version. System noise displayed at 50 hz is consistent with interference specific to the site or lab environment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, intermittent signal noise occurred when the ablation cable was connected to the generator. When the generator was set to ablation parameters, 50hx noise was displayed on the screen and nothing else could be visualized. All the cabling was changed, different catheters were used and all unnecessary machines were removed from around the generator, but the issue remained. The patient was already prepared but the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.